Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The device passed the external visual inspection. The photographic imaging inspection revealed a broken electrode wire in the array region. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The internal visual inspection noted silver migration across some electrical components. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. Feedthru assemblies from this vendor are no longer used. A corrective action was implemented. This is the final report.

Event description:
The recipient reportedly is experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.